Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jgh946, batch jjq535, batch jgj921. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent endometriosis surgical procedure on (B)(6) 2015 and topical skin adhesive was used. Four days post-operatively, the patient experienced dermatitis with blister and an itching sensation. The patient was treated with a steroid, rinderonvt. Additional information has been requested.